Event description:
Indication: arthropathic psoriasis, unspecified. Rph- spoke with the patient regarding the humira. The pt tried both of the pens he received, but both had the same issue. The needle would come down but just to the point of the skin but not completely. The medication did not come out and when the pt pulled away the medication leaked out. Unknown if pt missed a dose, experienced an adverse event or if product on hand for return. Spontaneous. No further info. Reported to (B)(6) by pt/caregiver.